Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted single-site myomectomy procedure, the fenestrated bipolar forceps instrument broke, causing pieces of the instrument to fall into the patient. While the broken instrument pieces were retrieved and there was no patient harm, it is unknown what caused the instrument breakage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted single-site myomectomy procedure, the fenestrated bipolar forceps instrument broke apart inside of the patient, causing fragments from the instrument to fall into the patient. The broken instrument pieces were retrieved. The planned surgical procedure was completed and there was no report of patient harm, adverse outcome or injury. On 09/10/2016 intuitive surgical, inc. (Isi) received additional information from the site's isi clinical sales representative (csr). According to the csr, the broken instrument pieces were retrieved laparascopically with the da vinci surgical system. The fenestrated bipolar forceps instrument did not make contact with any other instrument during the surgical procedure and there is no video recording of the surgical procedure. There were no post-operative complications experienced by the patient due to the reported issue.